Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that controller had a loose power port. No consequences to patient. No additional information.

Manufacturer narrative:
It was reported that the power port connector of the controller was loose. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection due to a loose serial port connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to evaluate loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.